Event description:
A malfunction was reported on a pump. There was no reported adverse impact on the customer's blood glucose level. The customer received information on how to reset the malfunction code, and after assistance from technical support, the pump was successfully reset with no recurrences of the malfunction code. The customer was advised to continue using the pump and to call back if any issues arise.